Event description:
The customer's daughter reported the customer had a problem with her meter (receiving an unspecified error message and not seeing date and time on the display) and she had to take her mother to a local hospital where she was diagnosed with hypoglycemia and treated with unknown solution intravenously. Although the caller reported her mother's blood glucose level dropped down to 41 mg/dl at the time of this hypoglycemic episode, which is consistent with the diagnosis, it is unknown whether it's their freestyle freedom meter's reading or hcp meter's reading and whether or not the product issues were preventing the customer from testing. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.